Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main half height drawer 4.2 displayed off the bus error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that main drawer 4.2 had failed and was off the bus. The engineer removed the back cover and found no communication between the row boards and the drawer controller. The final termination on the drawer controller was found to be loose or contaminated. The field service engineer reseated the final termination on the drawer controller and tested the system using the hardware test application, which confirmed normal operation. The customer then verified that all drawers were working properly by inventorying several medications without any issues. The system functioned as intended after the field service engineer repaired the device.